Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and diabetic ketoacidosis. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient visited the emergency room (ER) due to diabetic ketoacidosis (dka) and high blood glucose (bg) levels >500 mg/dl, while wearing the pod between 5 and 24 hours. Upon pod removal, it was noticed that the cannula had not inserted into the infusion site. At the hospital, the patient was placed on a drip treatment.